Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 1101 "ventilator restarted due to anomalies detected during operation" error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer noted that the 3007 error code was also logged. The remote service engineer (rse) informed the customer that the service manual states that if diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required. The rse reviewed the suggested repair for the 1101 error code (if 3007 was not logged) and advised that the customer could reinstall the software. The customer stated there were a lot of high vt alarms at the time. The rse also advised the customer to perform a successful performance verification test (pvt) before placing the device back in service. The investigation is ongoing.